Event description:
During the insertion of right anterior jugular tunneled catheter, specifically during the creation of the tunnel, the tunneler white plastic sleeve burst when taking the tunneler out and the sleeve remained inside the patient; with kelly forceps we were able to recover it but it was very difficult to reposition the sleeve on the tunneler and the catheter was halfway, so I had to finish the placement with kelly forceps. The catheter could finally be placed and presented adequate flows.

Manufacturer narrative:
The device involved in the incident was not returned for evaluation and no photographs were provided. The tunneler sleeve can crack if it is slid over the bend in the tunneler. The catheter should be attached to the tunneler, and the sleeve should be slid over the catheter tip covering the holes in the catheter tip, prior to bending the tunneler into the desired angle. A supplier corrective action request was previously issued. The contract manufacturer's investigation was unable to determine a root cause for this event. The tunneler sleeve is purchased from their supplier and does not undergo any additional manufacture processes once received by medcomp's contract manufacturer. Although there was no evidence that the purchased device was out of specification, medcomp's contract manufacturer issued a supplier corrective action request to their supplier for this event. The device in this complaint was manufactured and packaged prior to the issuance of the scar. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.